Event description:
Dyonics 30 degrees arthroscope lens fell off in pt during shoulder arthroscopy. Lens approx 4mm x 30 degrees. Video arthroscopes-non-autoclavable. Blue focus ring 35mm focal length, 160mm working length. Dates of use: 2007; ongoing surgical use. Diagnosis or reason for use: if shoulder adhesive capsulitis. Event abated after use stopped or dose reduced? Yes.